Event description:
A nurse reported that during cataract surgery, there was no ultrasound available. A second system was brought in and used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system. The company representative tested the system using the same cassette that the customer used during the event reported. The company representative was able to confirm the customer's reported event. A new cassette was utilized. The system was then tested and met all product specifications. The customer's retained cassette is returning for evaluation. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4).